Manufacturer narrative:
Update rec'd (B)(4) 2013- legal claim received. Depuy still considers the investigation closed.

Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 5/18/16 - pfs and medical records received. After review of the medical records for MDR reportability, the taper sleeve is being added for the alleged high metal ion levels (no labs). The complaint was updated on: 6/9/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/18/2014 - litigation received. Litigation alleges pain, elevated metal ion levels, popping and clicking, instability and numbness. There is no new additional information that would affect the investigation. This complaint was updated on: 04/03/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: added: depuy still considers this investigation closed at this time.

Event description:
Update 7/21/15-pfs and medical records received. After review of the medical records for MDR reportability, an unknown stem is being added to the alleged high metal ions. No labs were provided or part/lot. The complaint was updated on:8/18/2015